Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly, patient came to emergency with pain in hip. During revision surgery it seemed that the liner was broken in several pieces.

Manufacturer narrative:
This event is not reportable as the medical device is not commercially available in the us.